Event description:
The customer reported via telephone call that the insulin pump alarmed during a set change for no delivery of insulin. The blood glucose reading was 278 mg/dl. The customer was advised to disconnect and then reconnect the tubing and reservoir, to verify the connection was secure and then to replace the plunger and manually push the plunger while holding the reservoir straight. The customer stated that the insulin did not exit. The customer was advised to assemble a new infusion set and manually push the plunger and the customer stated that insulin did exit from the tubing. The customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and the customer reported that the insulin pump alarmed again for no delivery of insulin. The customer was advised of a possible issue with the infusion set and was advised to return the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.